Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approx five minutes into the procedure, the prolieve system displayed a "low water level" message. The physician found the prosthetic dilation balloon leaked. The prolieve catheter was replaced with a new prolieve thermodilatation kit, the procedure completed successfully. No pt complications were reported as a result of this event. The pt's condition was reported as "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, it has not been received; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.